Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. Customer did not perform no delivery alarm. The customer's blood glucose was unknown. Customer tried all remedies, but the issue reoccurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, seating test, basic occlusion test, prime test, occlusion test, excessive no delivery test and self test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).